Event description:
Customer reported, he received a no delivery alarm because the reservoir was empty. He removed the battery and when got home he inserted a new battery and received an off no power alarm and then a motor communication error alarm. Customer stated he did not receive a low battery alert prior to the off no power alert. Unable to complete troubleshoot as the device continues to alarm every time a battery is inserted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.